Manufacturer narrative:
One endotracheal tube was returned for evaluation. Visual inspection of the device found the inflation line cut, confirming the reported customer complaint. Inflation line assembly operation was reviewed; no discrepancies were found. The most probable problem source has been determined to be that product became damaged after it left the shm facilities. Product is 100 percent leak tested, with no possibility to test the material if line is cut or detached.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical portex clear eyesoft seal cuff tracheal tube inflation line was damaged during use with a patient at the hospital. The reporter noted the patient's bite could have contributed to the event. There were no adverse patient effects.